Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "replace sensor", when scanning the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer experienced cramps in right lower limb and had a loss of consciousness. Customer regained consciousness and self-treated with juice provided by a non-healthcare professional. No further information was provided. There was no report of death or permanent injury.

Event description:
A customer reported the error message, "replace sensor", when scanning the adc freestyle libre 2 sensor. On 15-aug-2021, as a result, the customer experienced cramps in right lower limb and had a loss of consciousness. Customer regained consciousness and self-treated with juice provided by a non-healthcare professional. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
Sensor 3mh005ta8q4 has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection of the sensor plug and damaged was observed to the guide tabs and sensor ears. The plug was seated correctly and therefore the damaged guide tabs and sensor ears did not cause the customer complaint. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.